Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was in the 200s mg/dl. A system check was performed. Air bubbles were noted in the infusion set tubing and the occlusion appeared to be within the cartridge. The customer indicated that the pump supplies would be changed and a correction bolus would be delivered to address the bg level.